Manufacturer narrative:
The reported increased volume issue involving interop data information could not be confirmed; no product or device logs were returned for investigation. This issue is currently being tracked via an open CAPA (B)(4). The file was opened to document the issue that was reported. No further investigation is deemed necessary by cad and the file may be closed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported an increase volume issue.